Manufacturer narrative:
To date, the device has not returned for evaluation, the root cause could not be established. Acumed post market surveillance did confirm the reported incident with the acumed representative who was present at the surgery. He did notifiy acumed with the information directly after the case concluded.

Event description:
Mw5185764 was received by acumed on (B)(6) 2026 with the following reported, "a 41-year-old female fractured her right fifth proximal phalanx and metacarpal while riding her bike. She came in for outpatient surgery. A screw used during surgery fractured after being inserted. The surgeon had to remove the screw, which required more extensive surgery. The patient also sustained another fracture in her hand from the screw removal."